Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery system through the article, "endoscopic ultrasound-guided choledochoduodenostomy with lumen-apposing metal stent through duodenal stent, a success case, and a salvage case", by dr. Jerapas thongpiya, et al. Per the article, an 83-year-old, male patient with metastatic gastric antral adenocarcinoma, who had gastroduodenal previously placed for gastric outlet obstruction, was referred for obstructive jaundice. Abdominal computed tomography (CT) scan showed metastatic lymph nodes in the liver hilum with dilated intrahepatic bile ducts and dilated proximal common bile duct (cbd) up to 20 mm. An axios stent was used during an eus-cd procedure. During the procedure, the proximal flange of the axios stent was inadequately deployed behind the duodenal stent and was embedded in the duodenal wall. Bile flow gradually stopped as the duodenal (proximal) flange was embedded in the duodenal bulb wall. Contrast was injected through a balloon catheter that was placed over the guidewire through the lams. There was no sign of leak outside the biliary tree. An immediate solution was needed to salvage the embedded part of the lams and ensure adequate biliary drainage. A single flange head, partially covered metal stent was successfully placed and deployed over the guidewire under endoscopic and fluoroscopic control. The patient started an oral diet the next day after the procedure. There were no signs of complications on a follow-up abdominal CT scan. Despite the improvement of the liver function tests, the patient suffered from appetite loss and became progressively frail. Patient opted for hospice care. Please see the reference article for full details.

Manufacturer narrative:
The exact date of event was not reported. The article published date is used for the estimated date of event. The literature article did not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Literature source: j. Thongpiya, md., et al. "Endoscopic ultrasound-guided choledochoduodenostomy with lumen-apposing metal stent through duodenal stent, a success case, and a salvage case", acg case rep j 2024; 11:e01315.doi:10.14309/crj.0000000000001315. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf device code a0106 captures the reportable event of stent embedded the duodenal wall. Imdrf impact code f2301 captures the used of another stent to complete the procedure.